Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally there is no allegation of deficiency against any fresenius products and the event. The potential causal event of the peritonitis is unknown. The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who developed peritonitis. The cause of the peritonitis is unknown. The patient was hospitalized for the event from (B)(6) 2017 through (B)(6) 2017. A peritoneal effluent culture was performed with results positive for pseudomonas aeruginosa. Treatment information was not reported for the event. Peritoneal dialysis therapy was discontinued and the patient¿s pd catheter was removed. The patient was transferred to in-center hemodialysis and has since recovered from the peritonitis event.